Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the reported events, the gauss alarm was reset to resolve the reported issue. For 1 event, the magnetic resonance imaging (MRI) alarm board will be replaced to resolve the issue.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1006-9310-000 anesthesia gas machine experienced a defective alarm. 2 units were reported for the gauss alarm not working. 1 unit was reported for a malfunction of the MRI distance alarm preventing alerts to the user when the unit is brought too close to the MRI magnetic field. These reports were received from various sources. Of the 3 events, 3 did not involve patients.